Event description:
It was reported that the patient presented for a routine generator changeout. During the procedure, it was observed that the right ventricular (rv) lead was fractured. The rv lead was capped and replaced on (B)(6) 2022. The patient was stable.